Manufacturer narrative:
Our investigation into the reported complaint has been finalized. No parts, or other evidence to support the issue further, were received, despite several attempt to obtain more detailed information. The customer/facility performs their own repairs, i.e. No service was requested from maquet. The customer/facility initially stated that they were having issues with their compressor-mini regarding blown fuses, and that the fuses used are not the original fuses (spare parts) that were delivered by maquet. Based on the information above; that the issue was reoccurring and, that the original fuses were not used, as expected, our conclusion is that fuses with incorrect specification most likely were used by the facility. No root cause could be established from this investigation, as a result of the lack of information and/or goods.

Event description:
(B)(4).

Event description:
It was reported that the fuses of a compressor keep blowing. The facility stated that they were using third party fuses. This latest event was when fuses blew and the compressor stopped working while it was attached to a ventilator during patient treatment. There was no patient harm. (B)(4).